Manufacturer narrative:
The insulin pump was received with a corroded battery tube and corroded battery cap contact. The unit was tested with a new battery cap, and all buttons functioned properly. No damage on the keypad traces was noted. The j2 lcd connector was inspected and no anomaly was noted. The following cosmetic damage was also found on the device: minor scratches on the lcd window, cracked reservoir tube lip, and a broken belt clip slot. No moisture damage was noted on the motor assembly or electronic assembly during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the battery eroded inside of her insulin pump and the inside of the device has battery acid. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for pump exposure to fluid, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.